Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that a coronary restenosis occurred. In (B)(6) 2014, the patient was referred for cardiac catheterization and the index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) with 80% stenosis, and was 24mm long with a reference vessel diameter of 3.0mm. The target lesion was treated by placement of a 3.00x24 mm promus element ¿ study stent. Following post dilatation, the residual stenosis was 0%. Two days post procedure, the patient was discharged with clopidogrel and other medication. In (B)(6) 2015, the patient was diagnosed with coronary atherosclerotic heart disease and was hospitalized on the same day. In (B)(6) 2015, coronary angiography was performed which revealed a 60% stenosis in the distal rca. Subsequently, the 60% stenosis in distal rca was treated with percutaneous coronary intervention (pci) with 0% residual stenosis. Two days after, the event was considered to be recovered/resolved.